Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut and the overlay tubing of the lead was extrinsically breached due to a cut. Analysis also revealed that the outer insulation of the lead was observed to have blood ingression and the overlay tubing of the lead was observed to have blood ingression. The analyst indicated that the presence of a lead removal wire prevented electrical continuity testing. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance did not meet the physicians expectations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.